Event description:
Report received of an under-delivery. The customer contact indicated that the event was the result of an error in programming the device. The pump was programmed to deliver an unspecified concentration of fentanyl at a rate of 3ml/hr instead of the intended 15ml/hr. There was no reported adverse patient effect from the under-delivery. Though requested, no further information was available.